Event description:
Caller stated both back canes are broken at the weld.

Event description:
It was found that left handgrip was damage but the right handgrip was not.

Manufacturer narrative:
(B)(4). Per the expanded evaluation report the weld is broken at the left handgrip but not the right handgrip.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.